Event description:
It was reported that during a percutaneous nephrolithotomy (pcnl) procedure to treat kidney stones, the fiber body broke. The procedure was completed with another fiber. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be fully recovered.